Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed small red patches and an open peeling skin irritation under the electrodes of the lifevest equipment. Patient reports history of sensitive skin and diabetes. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed amonioum lactate 12% moisturizer for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.